Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 11/30/2015. The fse confirmed a leak between the center and rear blood sampling valve (bsv) pads due to a loose bsv knob. The fse replaced the bsv knob resolving the reported leak. The repairs were verified per established service procedures. Beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported an unknown volume of bloody fluid had leaked from the blood sampling valve (bsv) area of the coulter hmx hematology analyzer with autoloader; the leak was not contained within the instrument. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results or controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.